Event description:
Reporter indicated a vns dell x5 handheld computer was freezing during interrogation. The freezing would resolve with a flashcard reseat and a hard reset. The suspect computer and flashcard were returned for analysis. The screen freezing during interrogation event was confirmed.